Manufacturer narrative:
Development of a gastric ulcer is a known complication of intragastric balloon placement.

Event description:
The patient was admitted to the hospital after presenting to the ER on (B)(6) 2017 with severe abdominal pain five months post balloon placement. An abdominal CT scan revealed intact balloons but presence of fat stranding outside the anterior wall of the stomach and patient was discharged the next day. The patient returned to the implanting physician the following day for assessment. The balloons were successfully removed and an endoscopic examination of the stomach confirmed presence of a gastric ulcer. The physician notes this patient was not compliant with the prescribed ppi regimen.